Event description:
It was reported on (B)(6) 2015 that the nurse practitioner's programming handheld's screen had recently not responded correctly or accurately to the touch of the stylus. It was stated that when the stylus would touch the screen and the screen would respond, but below where the stylus had touched. Multiple programmer hard resets were performed but reportedly with no resolution. The suspect programmer is expected to be returned for analysis but has not been received to date.

Event description:
The suspect programming handheld and software were received by the manufacturer for analysis. Analysis of the handheld and the software was completed. There were no observed anomalies. Both products performed according to functional specifications.